Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer was able to load a new cartridge to resolve the issue. Customer's blood glucose level was 398 mg/dl.